Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker went from 11 months to six months of longevity remaining. Boston scientific technical services (ts) explained that the device recently dropped to 90 bpm magnet rate and was like the result of the coulometer to voltage transition. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker went from 11 months to six months of longevity remaining. Boston scientific technical services (ts) explained that the device recently dropped to 90 bpm magnet rate and was like the result of the coulometer to voltage transition. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this pacemaker went from 11 months to six months of longevity remaining. Boston scientific technical services (ts) explained that the device recently dropped to 90 bpm magnet rate and was like the result of the coulometer to voltage transition. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.